Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an error in the compromised force sensor system. The customer¿s blood glucose was unknown. Customer reports scratches on screen and no delivery alarm. Customer reports insulin leak during priming and reservoir unable to locked in place. Troubleshoot was not performed. The insulin pump will not be returned for analysis. .